Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, and this led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different charging pad. Technical support advised the caller that certain settings would reset when the pump turns off and recommended monitoring the situation, with an invitation to call back if the issue persisted.